Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the insertion was done from the belly area. A kalot triangle was put aside by doing necessary dissections during the insufflations. The cystic channel and "artier" were clipped and separated, through the gallbladder and the liver bed. The dissection was completed by the device. Approx, 0.5 cm gallbladder "peritonea" was on the "fondues" area. While the specimen was taken from this area, the edge of the device caught fire. All the hand gadgets were taken out with the port. A dark smoke and fire were seen from the abdominal cavity. An immediate laparotomy was done. No pathology macroscopically were noted inside the abdominal organs. A 10 cm burn on the under part of the sils port was observed. The burn was also on the tissue. Surgical time was extended due to the shift from laparoscopy to an open procedure. In addition to this, the organs of the pt were checked. There was no extension of the incision.